Event description:
Centrifuge unit was spinning at approximately 5000 rpm with twelve blood tubes in place. Rotor came loose inside unit, separated into its halves, breaking the tubes and striking the unit's lid. The lid opened and ejected the rotor, adapters, broken glass and blood into the laboratory area. Two technicians were near unit at time of event, each technician and the laboratory area were splattered with blood and debris, but there were no injuries. Cycle counter far exceeded MFR's recommended limit for replacement of rotor. Limited, if any, maintenance was apparently performed on the unit and little attention paid to reduced safety of centrifuge as a result. Apparent combination of excessive use of the unit, lack of maintenance or replacement of rotor and rotor nut, and assembly of lid lock securing screws allowed the loosened rotor to eject from unit.